Event description:
It was reported that the stent came off of the stent delivery system (sds) during a case that involved a very tortuous and calcified circumflex. There was poor guide wire movement and the devices were removed and the stent dislodged. Fluoroscopy was used to try to find the stent, however, it was not located. Reportedly, the patient was doing fine.